Event description:
Procedure type: cholecystectomy. According to reporter: the laproclip did not close completely. The surgery delayed about one hour. The surgery would be finished with another device. There was no blood loss or extension of the incision.